Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient (netherlands) experienced a loss of stimulation. Diagnostics indicated elevated impedances. X-rays were taken and no anomalies were identified. Surgery was undertaken and intra-operative diagnostics again showed elevated impedance readings. The lead was explanted and replaced and effective therapy was restored.